Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient underwent primary right total hip arthroplasty on (B)(6) 2012 with a lfit anatomic v40 femoral head (32mm+0) and an accolade tmzf plus hip stem #5. Hr was revised on (B)(6) 2015 with a postoperative diagnosis of "failure of right total hip arthroplasty with loosening of femoral stem and pin, with metallosis from the metal head ball on the trunnion of the stryker accolade I stem. Stem was not grossly loose". The revision operative report states "an attempt was made to remove the ball from the stem...could not separate the ball from the stem. At this point, felt this was probably likely a trunnionosis type issue with metallosis ongoing and the stam had to be removed".

Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient underwent primary right total hip arthroplasty on (B)(6) 2012 with a lfit anatomic v40 femoral head (32mm+0) and an accolade tmzf plus hip stem #5. Hr was revised on (B)(6) 2015 with a postoperative diagnosis of "failure of right total hip arthroplasty with loosening of femoral stem and pin, with metallosis from the metal head ball on the trunnion of the stryker accolade I stem. Stem was not grossly loose". The revision operative report states "an attempt was made to remove the ball from the stem...could not separate the ball from the stem. At this point, felt this was probably likely a trunnionosis type issue with metallosis ongoing and the stem had to be removed".